Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)). Under infusion: reported under infusion to pt given that settings were incorrect. Is this as a result of operator or technical error.

Manufacturer narrative:
(B)(4). The device is currently shipping form user facility to bbm laboratory in (B)(4) for investigation. A follow up report will be provided when the examination results are available. (B)(4).